Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was as high as 400mg/dl and a correction bolus was delivered to address the bg level. For the past occlusion alarms, the customer changed their pump supplies to resolve the occlusions. A system check was performed using the current supplies and insulin was observed to be exiting the infusion set tubing. Insulin stopped exiting the infusion set tubing after 17 units of priming. No damage was noticed on the cartridge. Reportedly, the pump is kept inside the customer's pocket. Tandem technical support educated the customer in regards to different possible causes for occlusion alarms. The customer declined to further troubleshoot the issue. The customer alleged there was an underlying pump issue causing the occlusion alarms and stated that the pump supplies would be changed to resolve the current occlusion and filling issue.